Event description:
On (B)(6) 2013, it was reported that the patient passed away. Good faith attempts have been made for additional information; however, no additional information has been provided.

Manufacturer narrative:
.